Manufacturer narrative:
The insulin pump was received with a cracked case on the lcd display window and lcd window corners, as well as cracks on the battery tube thread and the reservoir tube.

Event description:
It was reported that there were cracks near the battery compartment of the customer's insulin pump. The customer declined to volunteer blood glucose level. Nothing further was reported.